Event description:
Customer reports, tube is stiff, not a soft plastic, and has caused traumatic gi bleeding for a baby, no other info was provided.

Manufacturer narrative:
Samples were visually inspected, tested for stiffness (gurley) and the dimensions were checked. All findings were within specification. Lot #456785 displays slightly stiffer features; the wall thickness was within spec. But slightly thicker than the other two lots. Lot history reviews were unremarkable, compond materials were correct. No other complaints were noted against these three lots. Co has addressed tube stiffness issues by reducing the wall thickness tolerances. ID and od reductions result in more pliable tubing.